Manufacturer narrative:
Concomitant medical products: (B)(4) ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead delivered inappropriate shocks due to t-wave oversensing (twos) on several ventricular fibrillation (vf) episodes post biventricular pacing. The lead also exhibited high rate non sustained episodes. Follow up indicated that the lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.